Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Reportedly, the customer reverted to manual injections and blood glucose (bg) level went down to 39 mg/dl. Customer is confident that unfamiliarity with the backup therapy caused the low bg levels. The customer ate a snack to treat bg level. The next day, it was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a bg level of 280 mg/dl. The customer administered manual insulin injections to address bg level. In addition, the customer was able to load a new cartridge successfully.